Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were receiving a continued message of insert battery. The customer also reported that the display was blank. The customer¿s blood glucose level was 98 mg/dl. Troubleshooting was performed. The customer was advised to remove the battery. The insert battery alarm did not display on the insulin pump¿s screen. They inserted a new battery but the display did not return. The customer was instructed to leave the battery out of the insulin pump for 2 hours. They were advised to call back if the display did not return after waiting 2 hours and reinserting the battery. The device will not be returned for analysis.